Event description:
The customer stated that her meter had been reading with a decimal point. It was verified the meter was set in mmol/l. The customer had misinterpreted a reading of 5.4 mmol/l as 54 mg/dl and adjusted her diet, but no adverse events were alleged. She was able to reset the meter to mg/dl, and no product will be returned.